Event description:
The lead and generator were received by the manufacturer for product analysis. The generator underwent product analysis and the device performed according to functional specifications. Product analysis on the lead is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The patient was referred for a generator replacement, and prior to surgery, high impedance was found on the patient's device after performing a system diagnostic test on the existing device. The surgeon therefore proceeded in performing a full revision surgery where both the lead and generator were replaced. The explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Update was received that extra pieces of the electrode array were received for analysis. No other relevant information has been received to date.

Event description:
Device evaluation was completed on the extra pieces of the electrode array.

Event description:
The lead underwent product analysis and the report of a lead fracture was verified. A break was identified at the end of the negative coil. The silicone tubing of the negative coil has an abraded opening at the break location, as well as several other abraded openings in various locations. Scanning electron microscopy images of the negative coil break show that pitting or electro etching conditions have occurred at the break location. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No other relevant information has been received to date.